Event description:
It was reported that this pacemaker was found to be in safety mode and exhibited a red alert. The health care professional (hcp) reviewed the safety mode parameters, and it was non-programmable, and no magnet response was received. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that this pacemaker was found to be in safety mode and exhibited a red alert. The health care professional (hcp) reviewed the safety mode parameters, and it was non-programmable, and no magnet response was received. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.